Event description:
The physician advanced the sleek pta balloon over a 0.014'' abbott standard wire through a 6f terumo destination sheath, up and over the bifurcation enroute to the left peroneal artery. As he was advancing it through the sfa, he met resistance and decided to remove the balloon. As he was removing the balloon, the balloon's hypo tube fractured and the balloon and remaining hypo tube remained inside the patient. The physician tried to snare the balloon and was unsuccessful. A vascular surgeon was called and the patient was taken to surgery so that the balloon could be removed. (Prior to this event taking place the md used a 1.5mmx20mm apex balloon and a 2.5mmx100mm sleek balloon and dilated in the peroneal artery. Multiple inflations were done with no adverse events.) The terumo destination was 45cm. The patient is doing well and has fully recovered. The hypotube did not catch on anything.

Manufacturer narrative:
A 0.014'' abbott standard wire through a 6f terumo destination sheath. The complaint report stated that the shaft of the sleek pta balloon catheter separated during withdrawal. The separated segment was removed surgically. The target site in the left peroneal artery was described as calcified. A 45cm terumo destination sheath was used. The balloon catheter was advanced over the iliac bifurcation via a 0.014'' wire to the target site in the left peroneal artery but he met resistance through the sfa and elected to remove the balloon catheter. During the withdrawal, the hypotube fractured and the distal end of the sleek remained inside the patient. An attempt to snare the device was unsuccessful and the vascular surgeon was called for retrieval. At last report, the patient had fully recovered. Analysis of the returned device showed a shaft fracture approximately 50cm from the distal dip. There were a number of kinks along the shaft and it appeared that the device had been pulled and torqued, perhaps in an effort to push over calcified lesions or in an effort to pull back the device. The clinical report states that a 45cm terumo sheath was used and the vasculature was heavily calcified. A review of the incoming inspection records for the hypotube showed that the components were supplied to specification. The complaint of shaft separation was confirmed. Although a root cause for the shaft break could not be determined, it appears to be related to procedural factors. There have been a number of shaft failures with the sleek product and (B)(4) has advised that training be given to the users with respect to contralateral use and supplying sufficient shaft support, for example a 90cm part. This type of complaint will continue to be monitored through the post market surveillance system. After an internal review of our current quality agreements with our external manufacturing partners it was determined that (B)(4) is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.